Event description:
Patient was having a robotic proctosigmoidectomy with take down of colovaginal fistula. During the procedure the surgical pa noticed that the #1 robotic arm was not acting right. She stated that while visually examining the area around the entrance site to see if there was a problem, the robotic arm all of a sudden jerked forward moving further into the patient and then jerked back. It was describes as a stabbing motion. This caused an injury to the aortic artery. The abdomen was immediately opened and vascular surgeon called to the room to assist. After the repair of the vessel the surgery continued. Patient was transferred post op to ICU. As documented. After the occurrence I talked with the staff in the room and then called the company spoke with someone with technical service, our service engineer, and our sales representative. Robot sequestered until follow up with everyone is completed.what was the original intended procedure?robotic proctosigmoidectomy with take down of colovaginal fistula.